Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2013, the patient presented with an abdominal aortic aneurysm that was treated with the implantation of gore® excluder® aaa endoprostheses. The post-operative aneurysm diameter was reported to be 33 mm. On (B)(6) 2018, a proximal type I endoleak was identified along with a 60 mm aneurysm diameter. The cause of the endoleak could be disease progression, but was not confirmed. The endoleak was successfully solved with the implantation of a gore® excluder® aaa aortic extender endoprosthesis on (B)(6) 2019.